Event description:
It was reported the catheter was advanced over a guidewire in a spinal artery. When it reached a hair pin turn, the catheter did not track over the guidewire and went in another direction. Then the physician observed what appeared to be an evulsed artery which bled into the subarachnoid space. The pt went to surgery, subsequently developed hydrocephalus and later expired.

Manufacturer narrative:
The returned catheter was evaluated and it was found to be undamaged. Evaluation of the device indicates that the catheter was not defective.